Event description:
A vaxcel pasv mini port was placed for therapeutic purposes on an unk date. After approx three months, a leak was noticed during chemotherapy infusion. The leak caused a superficial redness of the pt's skin which was treated by ointment and a bandage. Upon x-ray, it was found the catheter had a hole in it located five centimeters down from the locking collar. The catheter did not break off or migrate. The port was replaced.